Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient was in extreme agony around the implant in the hip. The patient was wondering if it had to do with the implantable neurostimulator (ins) implant, possibly if the ins battery was leaking and stated he did not feel burned just severe pain. The severe pain started on (B)(6) 2016 and had gotten worse since (B)(6) 2016. On the night prior to the report, the patient had trouble to get to sleep/sleeping and could not move at all. It took the patient 20 minutes to get down a flight of stairs. The patient stated he had not fallen or had any traumas. He stated he lost about 40 pounds since being implanted, but not recently. There was severe pain around the ins specifically. Relevant medical history included spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported the managing physician was notified. The patient went to the hospital for a CT scan on (B)(6) 2016 and nothing was found. Prescriptions were called in on (B)(6) 2016. As of (B)(6) 2016, the patient was still in pain and the issue had not been resolved.